Event description:
It was reported that the patient received three inappropriate shocks due to noise oversensing. The noise was determined to be caused by a connection issue at the device header. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant products 4076 implantable pacing lead (B)(6) 2005, (B)(4) competitor implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received three inappropriate shocks due to noise oversensing. The noise was determined to be caused by a connection issue at the device header. The device was explanted and replaced. No further patient complications have been reported as a result of this event.